Event description:
This notification was opened for review for information received that a ds2adv auto CPAP device had large amount of smoke was produced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.